Event description:
Caller reported a malfunction on the pump, specifically showing malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer and advised them to switch to multiple daily injections to ensure insulin delivery was not interrupted. The caller was informed about storage mode instructions and the return process for the malfunctioning pump, which they acknowledged.